Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after a failed merlin.net transmission. Upon interrogation, device parameter error message was noted. Device was programmed to nominal settings successfully and was then re-programmed to previous parameters. Patient will be monitored with routine follow-up.